Event description:
Patient on second day post-operation, remaining nothing by mouth (npo) for bowel rest due to bowel resection. Patient requiring central line access for IV nutrition. Patient's dressing became quickly saturated with total parenteral nutrition (tpn), and then blood began to backup in to the dressing from the connecting hub inside the dressing. Once it was undressed, the hub of the actual catheter was found to be cracked down the middle and split, allowing the leakage. Line was subsequently pulled. The argon peripherally inserted central catheter (PICC line) catheter cracks. Recommendation: using a different catheter, or using extreme caution when tightening the luer lock, especially a sliding luer lock. PICC line removed due to crack. Cracked PICC line was not saved and thus could not be given to biomed. However, medsun referral placed as this argon devices are known to crack even among other facilities. Working with vad (vascular access department) to see if other units are experiencing the same issue with argon and if we can switch to another PICC line brand. Peripherally inserted central catheter 26 gauge, 1.9 french.